Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-06499. It was reported the patient experienced lead migration (confirmed via x-rays). Reportedly the patient recently experienced a fall. As a result, the left lead migrated from t7 to t5. The patient underwent surgical intervention (B)(6) 2018 wherein both leads were repositioned.

Event description:
Device 2 of 2; reference MFR. Report# 1627487-2018-06499. Additional information received identified effective therapy was achieved post operatively. Issue was resolved.